Manufacturer narrative:
(B)(4). Medical devices: us-115736, compr nano hmrl pps 36mm, 162430; 118001, versa-dial/comp ti std taper, 727670; 113042, versa-dial 46x18x53 hum head, 247180; 113954, md hybrid glenoid base 4mm, 010160. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02337, 0001825034 - 2018 - 02338, 0001825034 - 2018 - 02339, 0001825034 - 2018 - 02340.: remains implanted.

Event description:
It was reported that the patient underwent an initial shoulder procedure. Subsequently, the patient reported instability in the operative shoulder along with pain and stiffness. Patient has a bi-concave glenoid which contributed to these events. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Reported event was confirmed by review of medical records and x-rays. Per the initial operative record, there were peripheral osteophytes on the native humeral head and posterior erosion on the native glenoid. There were no operative complications, no deviation from surgical technique, and no delays in the procedure. Per x-ray review, "elevation of the humeral component in relation to the glenoid in 2 ap views. Progressive posterior subluxation of the humeral component in the axillary projections as noted. Elevation of the humeral head and progressive posterior subluxation would correlate with clinical evidence of impingement. Bone quality appears slightly osteopenic. The glenoid fixation is slightly anterior in position, obliquely oriented, and slightly penetrates the anterior cortex of the scapula. No evidence of loosening or abnormal radiolucency." DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial shoulder procedure. Subsequently, the patient reported instability in the operative shoulder along with pain and stiffness. Patient has a bi-concave glenoid which contributed to these events. Patient has reported pain at all followups. At 6 weeks post-operatively, patient experienced pain and impingement which was joined by instability and a soft mass at distal incision at 3 months post-operatively. At the 1 year follow-up, impingement and instability were gone. At the 2 year followup, instability, and impingement had returned and continued through the 3 year followup. Instability and impingement are not reported by the patient at the 4 year followup, but instability is noted on x-rays. No intent to revise has been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receiving additional information of the reported event, it was determined to be not reportable. Revision was noted for instability and dislocation, in which pain was the resulting harm; therefore, only an investigation of the glenoid base and humeral head is needed. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.